Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff no longer closed the urethra. It was noted that the device was damaged while biking. The aus was explanted and replaced. There were no further patient complications reported.